Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of less than 200 ohms. There was no noise observed. Boston scientific technical services discussed troubleshooting options and the physcians discretion on when to see patient. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of less than 200 ohms. There was no noise observed. Boston scientific technical services discussed troubleshooting options and the physcians discretion on when to see patient. The lead remains in service. No adverse patient effects were reported. Additional information was received that isometrics testing was performed in the clinic in which fine noise was observed on the rv and shock channel while the patient was hugging herself. There was no observation of oversensing. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of less than 200 ohms. There was no noise observed. Boston scientific technical services discussed troubleshooting options and the physcians discretion on when to see patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of less than 200 ohms. There was no noise observed. Boston scientific technical services discussed troubleshooting options and the physcians discretion on when to see patient. The lead remains in service. No adverse patient effects were reported. Additional information was received that isometrics testing was performed in the clinic in which fine noise was observed on the rv and shock channel while the patient was hugging herself. There was no observation of oversensing. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.